Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
The day after the index procedure, the pt developed a fundal hemorrhage (located at the right fundus oculi) and a subarachnoid hemorrhage. The pt also developed left-sided hemiplegia. This male pt had a stent placed in the carotid artery (side unk) in 2008. The procedure was carried out without complications, and the pt was neurologically intact when taken from the angio suite. There was no malfunction with the angioguard distal protection device or the precise stent. The next day, the pt developed a fundal hemorrhage (located at the right fundus oculi) and a subarachnoid hemorrhage. There is no information as to what caused the hemorrhage. There was no presence of an aneurysm. After the hemorrhage occurred, the pt developed left-sided hemiplegia. The pt was kept under strict blood pressure control, with sedatives and endotracheal intubation. The pt is currently stable and clearly conscious.